Event description:
It was reported that prior to an unrelated device procedure, episodes of non-sustained lead noise due to myopotential oversensing were observed. Programming changes were recommended but none were made. Device remains implanted and will be reevaluated at next follow-up. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.